Event description:
It was reported that the user experienced recurrent hypoglycemia, including an urgent low glucose of 53 mg/dl, with lows occurring after meal announcing while using the ilet system paired to a fsl3+ cgm; a factory reset was performed with re-pairing of the cgm, completion of insulin cartridge and set setup, and re-entry of weight to resume automated therapy, followed by scheduling of additional training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included troubleshooting, user education on best practices after a reset, and device re-initialization steps. Investigation of this case revealed no device malfunction identified during support interactions, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.